Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the user report of loose connector was confirmed as the cable boot on the camera head end was loose/detached. Kinking/knotting in the cable of the electrical system was also noted. The coupler was damaged as the focus ring rotation was not smooth due to a faulty adapter. There was also ghosting and a white halo image due to a faulty charge-coupled device unit. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during reprocessing, the connector was found to be loose.